Manufacturer narrative:
On 01-oct-2020, the mentor failure analysis lab received the device for evaluation. On 06-oct-2020, mentor received additional information about the event. The explanted breast prosthesis was replaced with a mentor memorygel breast implant 450cc gel breast prosthesis. On 09-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis developed baker grade iii/IV capsular contracture in her right breast. The capsular contracture was diagnosed by a physical exam. As a result, the patient underwent unilateral explantation and replacement with an unspecified breast prosthesis on (B)(6) 2020.